Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead. The lead was found to have a fracture with high impedance and oversensing of noise. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.